Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2014 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump history revealed no evidence of a blank display screen. The pump powered on to fully functional display screen. The pump was opened and no damage was found to the display screen, and no moisture was observed inside the pump. Unrelated to the initial complaint, the battery compartment was cracked.